Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. After placing a non-bsc sheath, transcend and 2 other guide wires were advanced to the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 4.00mmx40mmx80cm sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported..